Event description:
A customer contacted stryker to report that the device would not provide shock when attempted. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A third-party service agent evaluated the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the device would not provide shock when attempted. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Section d9, returned to manufacturer on of the initial medwatch report indicates 08/18/2022 section d9, returned to manufacturer on of the initial medwatch report should indicate 08/23/2022 section h10 and/or h11, additional mfg narrative of the initial medwatch report indicates stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A third-party service agent evaluated the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h10 and/or h11, additional mfg narrative of the initial medwatch report should indicate stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The electronic patient record was downloaded and reviewed. The reported issue was verified. The customer attempted to charge and deliver energy manually three times. Each attempts shows after charge key press shock button was pressed between 4 and 6 seconds later, a then the energy was dumped by pressing the rotary switch or lead button. It was determined that a conclusive cause could not be determined. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.